Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effect of hypotension is listed in the mitraclip system electronic instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated and the reported leak was attributed to the observed tears in the silicone valve; however, a definitive cause for the tears in the silicone valve could not be definitively determined. Additionally, a definitive cause for the hypotension could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report air in the device. It was reported that during a mitraclip procedure, during removal of the dilator and guide wire from the steerable guide catheter (sgc), loss of fluid column was noted in the hemostatic valve and the patient became very hypotensive. Epinephrine was administered and cardiopulmonary resuscitation (CPR) was performed. The sgc was removed and replaced. One clip was successfully implanted reducing mitral regurgitation (mr) from grade 4+ to 1+. The patient was reported to be doing fine. No additional information was provided.